Event description:
It was reported that a (B)(6)-year-old female patient who underwent a breast augmentation procedure with a mentor memorygel breast implant 535cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-sep-2022, mentor received additional information about the event: - the patient developed baker grade iii capsular contracture in her right breast post implantation. Refer to manufacturer report number 1645337-2022-10714 for the report for the patient¿s right breast prosthesis. - the patient race is white and ethnicity is not hispanic/latino. - it was previously reported that the left breast capsular contracture is baker grade iii. New information received states that it is baker grade IV. Manufacturer¿s reference number: (B)(4).